Event description:
(B)(6) 2013: on a routine ICD check a high shock impedance was found. Boston scientific technical services was conducted and told us to perform two synchronized shocks under controlled conditions. Shock #1 at 1.1 joules to check for a short (90 ohms) and shock #2 at max energy to check for an open circuit (107 ohms at 41 joules). It was decided that the lead was still functional and no action would be taken. (B)(6) 2017: at a routine follow up an alert presented stating "an open circuit condition was detected during shock delivery". Shock impedance measured that day at 135 ohms. The rv/shock lead would need to be replaced as soon as possible.